Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient with back pain/nerve compression for posterior spinal instrumentation therapy at level 3. It was reported that screw broke post operatively. The screw shaft remain in patient body. Patient have schedule for removal in 2 weeks time. There was back pain as patient symptoms or complications as a result of this event. The surgery is not done to achieve fusion for this patient. The surgery is schedule on (B)(6) 2021. The instrument order from another surgeon in a different hospital for the revision case of the said patient. The procedure is to remove the broken implant inside patient¿s body.